Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump would not charge normally. When the pump was plugged into a power source, the pump would not recognize the power source. It was also reported that the pump battery gauge dropped from 50% battery life to 5% while the pump was plugged into a power source, then it increased to 90% battery life. Customer reported an elevated blood glucose level of 300 (mg/dl) and delivered a manual injection. It was indicated that the customer would use the current pump or an alternate pump for diabetes management.